Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal. No intervention was reported. The patient was stable.

Manufacturer narrative:
Correction: previously reported as discovered in clinic, b5 now corrected to remote.

Event description:
It was reported that the issue was discovered remotely. The device was able to be reprogrammed successfully.